Event description:
The customer reported that a u-shaped burn was observed at the pad site on the pt's left leg. The burn was described as reddening and treated with ointment. No pt info is available.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.